Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17115595l was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Bwi concomitant product used: product name: lasso® 2515 nav eco variable catheter, us catalog #: d134301, lot #: 17240959l. (B)(4).

Event description:
It was reported that a (B)(6) male patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and after the procedure while patient was in the recovery room suffered cardiac tamponade which required pericardiocentesis and extended hospitalization. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Settings during the event include: power control mode at 20 watts in anterior wall and 25 watts in posterior wall, irrigation flow of 2ml continuous and 8 ml in ablation, activated clotting time between 300 and 350 seconds and an 8.5 french sheath was used.